Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 0.0605" at the swaged end compared to the nominal pin diameter of 0.0605". Measurement results suggest the pin was not swaged. The grips and other components adjacent to the dislodged pin show damage. The grip tips has scratch marks/abrasions, indentations and signs of wear. Additionally, a frayed grip cable at both the proximal clevis hole and the grip hub was confirmed. This observation is unrelated. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument head was damaged. The procedure was continued with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.